Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient developed an infection at the ipg site. As a result, the ipg was explanted and IV antibiotics were administered to address the infection. Cultures were taken and returned negative.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was received that the patient did develop a superficial infection from the staples and was administered additional antibiotics to address the issue. The infection is has since resolved.